Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was around 120 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated they received a button error alarm while hiking. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly; however, had corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.